Event description:
It was reported that there were low r-waves and decreased impedance. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.